Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, however, the receiver str-gl-001/(B)(4) was returned for evaluation on (B)(4) 2013. The receiver was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. Therefore, the reported event of intermittent out of range was confirmed. The root cause was determined to be a hardware component failure.